Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload was broken from the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The device was being applied to the stomach for the second firing. After placing the stapler through the trocar, tried to articulate it to the left. But it made a loud crack, snapped back to center, and would no longer articulate. Three additional reloads were opened and tried to take the tension off of the trocar angle. For the fourth attempt, articulated and closed on tissue. Tried to fire the stapler, however, the reload partially fired and then stopped firing / would not advance. The surgeon pulled back on the handle and opened the jaws of the stapler. Had to cut the remaining reinforcement material between the tissue and the unused part of the reload. The reload could not be unloaded from the handle, so it is still connected. A different handle and reload were opened to proceed with the case. There was no patient harm.